Event description:
A us distributor returned a monitor indicating the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) non-functional was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the enclosure cover was cracked and the response button cover was cracked. The cause of the non-functional response buttons is a detached response button cable from the j1005 connector. The cause of the detached cable is the cracked enclosure. The root cause of the cracked enclosure is physical abuse. In addition, the monitor exhibited a flash memory failure at flash bga components u102 and u105 on ca board sn (B)(4) . Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.